Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt received a durom generic cup on (B)(6) 2007. The pt is currently being monitored due to pain and elevated ion levels. No other info was received.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should add'l info become available and / or the device (s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. Zimmer reference number (B)(4).